Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device, and it was determined that the device had a loose mode switch, the saw head was out of position, and the mode switch positioning ball was packed separately. It was noted that the handpiece was functional when the mode switch was held by hand, but the switch no longer stayed in position, and it was loosely rotating around the saw head within its specified range. During disassembly, it was found that the flange nut was loose, and as a result the cage of a bearing got damaged, and the mode switch positioning ball fell out of its location. The electrodes were also found corroded. It was further determined that the device failed pretest for general condition, check the function of the device, and mode-switch test. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. UDI: lot/serial unknown. (B)(4). The manufacturing location was unknown. The device manufacture date is unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) for left osteoarthritis (oa) the battery oscillator device repeatedly turned on/off due to vibration. It was reported that it took 20 minutes longer for the surgeon to cut the bone. It was reported that after the osteotomy, a 2-3mm bearing popped out from the oscillator and the bearing fell on the floor. It was reported that the oscillator stopped working completely. It was reported that the surgical procedure was completed successfully within a 30-minute delay. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.